Manufacturer narrative:
Correction:(UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not fire. During a emergency colectomy, for the first firing of functional end to end anastomosis. The safety shield is functional but the surgeon could not fire the device. The device was not used at the patient at all. They replaced the device with another and the procedure was completed without a problem. The device will not be returned for the evaluation as it was not sure the patient had been with infection or not. There is no reported patient injury.